Event description:
It was reported that the patient's implantable cardiac monitor exhibited premature battery depletion. The reported device was explanted. The patient's status was unknown.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. As received, the device was returned with no telemetry. Final analysis indicated normal battery usage and did not identify any anomalies.

Event description:
Additional information noted that the device was explanted on (B)(6) 2022.